Event description:
The report from the affiliate indicated that approximatley three (3) months after the index procedure, the patient complained of chest pain and vomited. The patient was taken to a different hospital than where the index procedure was performed. St depression was noted in ECG. Coronary angiography revealed thrombus in the two (2) previously implanted cypher stents. Aspiration of the thrombus was done and percutaneous transluminal coronary angioplasty was also done using a 3.5 x w15 mm balloon. Two (2) driver 4.0 x 18 mm stents were implanted inside the two (2) previously implanted cypher stents. The driver stents were post-dilated with a quantum maverick 5.0 x 15 mm balloon. The physician's comment regarding the possible cause of the late thrombosis was that it may have been because the stents were under-dilated.

Manufacturer narrative:
The index procedure was an elective case. The two (2) target lesions were in the saphenous vein graft (svg) to the circumflex coronary artery. Lesion #1 (tl #1): the lesion was reported to be: de novo, eccentric, 15 mm in length, vessel diameter of 3.7 mm, and type b2. The lesion was pre-dilated with a 3.5 x 20 mm balloon at 25 atm for 20 sec. A cypher 3.5 x 13 mm stent was implanted at 22 atm for 20 sec. The stent was post-dilated with a 3.5 x 12 mm balloon at 25 atm for 9 sec. Ivus was not done. The residual stenosis was 25%. The flow pre and post-procedure was timi 3. An act was not measured. Lesion #2 (tl #2): the lesion was reported to be: de novo, eccentric, ostial, 9.2 mm in length, vessel diameter 3.71 mm, and type b2. The lesion was predilated with a 4.0 x 20 mm balloon at 24 atm for 20 sec. A cypher 3.5 x 23 mm stent was implanted at 22 at for 10 sec. The stent was post- dilated with a 4.0 x 20 mm balloon at 24 atm for 20 sec. Ivus was not done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please noted that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This one of two products used during the same procedure. Please reference MFR. Report # 9616099-2006-01034 and #9616099-2006-01035.